Manufacturer narrative:
The device was returned for analysis. Device evaluation began but not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. There was no patient impact.

Manufacturer narrative:
The pre-temperature testing confirmed the overheating (121.0 f). The bearing was corroded, and the rest of the attachment looks very clean as their was no corrosion. All mandatory parts were replaced. The device was tested to manufacturing specifications. All test passed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. There was no patient impact.